Event description:
A male underwent aaa repair in 2009. The physician experienced difficulty in removing the trigger wire from the main body device. When it came time to deploy the black trigger wire, the physician removed the white thumb screw, and tried to remove the wire. It was stuck and he was not able to remove it. He tried various trouble-shooting techniques to release tension on the wire (i.e., bringing the top cap down a little, back up a little., etc.). After 15 minutes of trying to remove the wire, the decision was made to use the alternative deployment method (as identified in the new instructions for use supplement). After following this alternative deployment, it was still a challenge to remove the top cap of the device. There was bowing of the system and the top of the graft kept coming down - like the graft was collapsing on itself a bit. After about 15 minutes, we were able to successfully remove the top cap and the graft was deployed in good position to the lower renal artery. The final run looked good with a positive case outcome.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities, showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings, precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce either failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from either failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. Changes were implemented to the loading procedures that will possibly prevent damage to the trigger wire. A new document that will be used as a training manual, as well as an alternate deployment sequence, has been approved for distribution. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire, allowing it to be removed and was effective in 2009. The mfg records for this device indicate the graft was loaded after the changes were implemented. Based on input from the cook sales rep, the using physician was not using a lunderquist guide, but another MFR's wire guide. Regarding the additional deployment procedure for a difficult to remove trigger wire, this is the first reported procedure using the alternate technique. As reported above, the trigger wire was successfully removed. Although, it is unk at this time, it is possible that the difficulty in releasing the trigger wire contributed to the problem in advancing the top cap. While initially pulling the trigger wire, if the delivery system bowed and deformed the inner cannula of the system, this could lead to difficulty in advancing the top cap as the system may lose stiffness; a factor in successful top cap advancement. At this time, there is no evidence to suggest the device was not manufactured to specs, but we have notified the appropriate individuals and we will continue to monitor for similar events.